Event description:
A group of (B)(6) results was obtained on patient samples. It is unknown if the results were reported to the physicians. The results were eventually questioned and it was determined that incorrectly reconstituted calibrator had been used for a calibration. The unacceptable calibration was accepted since the qc results remained within the laboratory range. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the (B)(6) results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the (B)(6) results is user error. The account failed to properly reconstitute the calibrator with the correct volume of water. The issue was resolved by preparing calibrator properly, recalibrating, and verifying with qc. The instrument is performing within specifications. No further evaluation of the device is required.